Event description:
Philips received a complaint on the adult nibp air hose 3.0m, indicating that the m1599b non-invasive blood pressure (nibp) hose was giving inaccurate readings. The staff felt that one of their m1599b nibp hoses did not work as well as the m1599a (possibly third party). The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. The customer called to find out the differences between the 2 nibp hoses (m1599b vs m1599a). The rse informed him that neither a nor b version of that cable is still available. The rse sent him information regarding the nibp port changes 6 mm and 5 mm, and the new and traditional cables that are available. The cable was not available for return for further technical evaluation, and no additional physical inspection results were available for review. Based on the results of the analysis, the product malfunction was unable to be confirmed. The biomedical engineer advised that he would read the new information and order new cables as needed.